Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to treat a 150mm little calcified lesion in the mid right superficial femoral artery. The vessel had no tortuosity and a 4mm diameter. The lesion resulted in 80% stenosis. It was reported a hawkone directional atherectomy catheter was used with a non-mdt 6fr sheath and a 0.014" non-mdt wire. Spider 5mm embolic protection was used.  The device was prepped as per the IFU without issue. After initial balloon inflation, the spider catheter was introduced, and kinked almost immediately. The device could not cross the lesion. After a second balloon inflation, a second spider was introduced and passed successfully. The vessel was pre and post dilated.  The outer skin of the hawk became course after a single pass and the thumbswitch reportedly kept sticking. An additional product was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Product analysis: the hawkone was received for evaluation along with the spiderfx used in the procedure. No additional ancillary devices or cine images from the procedure were received for evaluation. The cutter driver unit was removed to allow for easier movement of the cutter during the analysis. The cutter was examined from the proximal handle to the distal tip. Several areas of coating material roughness were noted along its length. Under magnification the coating appeared to be non-uniform with drips and mounds of coating. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.